Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. One photo is provided by the reporter showing lens inside patient's eye, scratch is identified at the center of the lens elongated horizontally from left to right of the lens. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure the physician experienced a dent in the downhill fold. The scratch was located at the left edge of the center. When the lens was folded and inserted using forceps, there was a scratch on the outer edge of the fold. While the horizontal fold disappeared after the procedure, the scratch on the left side remained. The patient vision was fine and no plans for replacement.